Event description:
A loss of connection issue was reported by the customer on the cgm system. There was no reported impact to the customer's blood glucose level during this incident. Technical support advised replacing the pump.